Event description:
The customer reportedly obtained a 20mg/dl on the accu-chek compact plus system. She was asymptomatic. She ate candy and obtained the blood glucose result of 127 mg/dl on the accu-chek compact plus system. The blood glucose results were obtained within a ten minute timeframe. No reported symptoms. No adverse event reported. The accu-chek compact drum is unavailable. The suspected product is unavailable for return; replacement was sent.